Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse advised the customer to remove the endoscope from the usm and cancel the guide tool change by pressing the clutch button to resolve the issue. Further troubleshooting was performed after the procedure and no issue with the endoscope or the displayed image was confirmed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the image allegedly flipped after the endoscope was installed on the universal surgical manipulator (usm) arm. The customer received phone assistance from the technical support engineer (tse). The tse advised the customer to remove the endoscope from the usm arm and cancel the guide tool change by pressing the clutch button. The tse also advised the customer to rotate the endoscope base to confirm that the motion was not stuck. After this, the customer called back to report that the image was still flipped when the endoscope was reseated on the usm arm. Tse advised the customer to press the clutch button to reset the guided tool change after removing the endoscope from the usm. The procedure was continued with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the endoscope was inspected prior to use with no issue. Troubleshooting did not resolve the issue. The surgeon elected to continue the procedure under this condition.